Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-january-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke to the customer and advised her to remove a test cup near the camera that had fallen on the sample chain to correct issue. The aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a dropped test cup blocking the camera.

Event description:
On (B)(6) 2017, a customer reported samples were not being seen and std cups were not detected with the aia-600ii analyzer. The customer stated that she ran a folate calibration, half the samples on the front end of the chain were not seen/not picked up. She rebooted the analyzer, attempted a new daily check, and received a message about no std cup despite putting it on the chain. The customer is unable to run ipth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ipth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.